Manufacturer narrative:
Reported event of tip detached prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during preparation, the tip of the basket detached prematurely. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual evaluation of the returned device found the basket wires retracted. Additionally, the tip was detached and not returned. The basket wires were extended and found to be undeformed. The evaluation concluded that the returned device was consistent with the complaint incident of tip detached prematurely. The trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for stone entrapment. The complaint is due to known physiological effects of the procedure noted within the directions for use. Therefore, the most probable root cause for this case is anticipated procedural complication. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during preparation, the tip of the basket detached prematurely. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.